Event description:
On (B) (6) 2009, the sales rep reported that during surgery the prongs bent. Add'l info rec'd from sales rep via telephone on 10 nov 2009, the sales rep reported that during a removal of hardware, the surgeon was removing the set screw when the prongs bent. There was no surgical delay. The surgeon used another universal driver in the kit to finish the case as intended.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product. Device manufacture date is unk.